Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2023-00408, 3005334138-2023-00409, 3005334138-2023-00411, 3005334138-2023-00412, 3005334138-2023-00413, 3005334138-2023-00414, 3005334138-2023-00415. During eight atrial fibrillation procedures, skiving occurred. When inserting the transseptal needle for puncture with the stylet, a little piece of plastic was ribbed off. There were no adverse patient consequences.